Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the physician noted a piece of plastic from the packaging was dislodged from the original location and was found to be near the tip of the delivery system. The plastic was removed, and the physician opted to move forward with the implant rather than request a new system. It was further reported that during positioning, the ipg moved towards the apex and testing showed the device was engaged. After the pull and hold test, a drop in r waves was noted and the thresholds were high. After several minutes of waiting and rechecking electricals, the numbers did not improve so the physician decided to reposition the ipg; however, there was difficulty lining up the ipg with the delivery system cup as the ipg was in an almost vertical angle. The physician was able to maneuver the delivery system in order to line up the cup with the ipg and recapture it. When the physician then attempted to reposition the ipg it was noted that the delivery system was not moving and deflecting appropriately. The ipg and delivery system were removed a new angle/kink in the delivery system as observed. A new leadless implantable pulse generator (ipg) system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) when the ipg was being positioned, it moved towards the apex and testing showed the device was engaged. After the pull and hold test, a drop in r waves was noted and the thresholds were high. After several minutes of waiting and rechecking electrical's the numbers did not improve. The ipg was removed and a new leadless implantable pulse generator (ipg) system was used. No patient complications have been reported as a result of this event.